Event description:
The customer complained of experiencing high blood glucose levels. The customer's blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer stated that she took several large boluses to treat her blood glucose, but her blood glucose remained high. The customer stated that she was going to call paramedics to take her to the hospital. Several attempts were made to follow-up with the customer, but the customer could not be reached. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.